Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion was noted requiring a pericardiocentesis and a subsequent pericardial window procedure to stabilize the patient. During ablation of the right pulmonary veins, high contact force was noted on the roof/posterior wall of the right superior pulmonary vein a number of time and it is believed this is when the perforation occurred. The procedure was completed and after the catheters were withdrawn, a pericardial effusion was diagnosed using ice. It was also noted at this time that the patient's blood pressure had decreased. A pericardiocentesis was performed where more than a liter of fluid was pulled from the pericardial sac. The patient was in stable condition but continued to have some leakage and was sent to a larger hospital for a pericardial window procedure.